Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, after pre-implantation balloon aortic valvuloplasty (pre-bav) with a 20mm non-abbott balloon the patient went to complete heart block (hb). The valve was successfully implanted at a depth of 5mm on the non-coronary cusp and 7mm on the left coronary cusp. On (B)(6) 2025, it was noted that the patient presented with left bundle branch block (lbbb) and pacer was placed and stayed for two days. The patient was reported stable

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.